Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate and with limited product information, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that there was an arterial access complication involving a perforation to the right femoral artery, with bleeding occurring as soon as the case started. The case was stopped, and the patient was sent to the operating room for vascular surgery. The procedure was cancelled. The physician was placing an arrow braided sheath in the right femoral artery at the time of the perforation. Additional information reported that patient experienced abdominal pain and a drop in blood pressure, requiring increased anesthesia support. The patient condition was reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an arterial access complication involving a perforation to the right femoral artery, with bleeding occurring as soon as the case started. The case was stopped, and the patient was sent to the operating room for vascular surgery. The procedure was cancelled. The physician was placing an arrow braided sheath in the right femoral artery at the time of the perforation. Additional information reported that patient experienced abdominal pain and a drop in blood pressure, requiring increased anesthesia support. The patient condition was reported as "stable".